Event description:
A device registration form was received stating that this lead was explanted due to patient death. Cause of death is listed as endocarditis. No allegation against any implanted product was provided. This is the same event as MDR 2186787-2014-00051.